Manufacturer narrative:
The patient reported loss of therapy after sustaining multiple falls. Although migration is a known inherent risk of implantable neuromodulation systems, it is likely that this case is directy related to the patient's falls.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat neck pain. The implantable pulse generator (ipg) was implanted in the lateral shoulder area with the leads targeting the cervical and medial branch nerves. After the implant the patient reported reduction in pain from 7/10 down to 3/10. Patient later sustained two falls and subsequent reduction in therapy. Field investigation found that the implanted leads had migrated after the patient falls. On (B)(6) 2024 a surgical procedure was performed to remove and replace the migrated lead. During the procedure the ipg sustained some handling damage and required replacement as well.